Event description:
Post angiographic procedure, band was discovered missing. Fluoroscopic follow-up showed band in pt's femoral arterial system. - to date it has been determined to leave the band undisturbed.